Event description:
It was reported that the patient experienced a loss of therapeutic effect and an increase in baseline pain. It was noted that this occurred following a car accident on (B)(6) 2013. The patient was in the passenger seat of a car and was ¿t-boned.¿ it was noted that after the moving vehicle accident their back started hurting. It was noted that the patient tried using the recharger. It was further noted that the recharger communicates, ¿but it is not charging.¿ it was noted that the patient wondered if the implantable neurostimulator (ins) was ¿shifted or a cord got pulled.¿ it was noted by the patient that the programmer did not communicate with the ins. It was noted that the screen just showed an empty device. The reporter stated that ¿it was working fine and now it was not.¿

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger. (B)(4).